Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 with an accompanying ¿unable to proceed¿ during a line bleed attempt, persisted after a menu-initiated restart, and the device was replaced with return logistics communicated; the issue was characterized as a motor stall with associated restart/malfunction, and user education and troubleshooting were completed. Symptoms included hyperglycemia with glucose readings reported as ¿high¿ (>400 mg/dl) for a few hours and device alerts for elevated glucose for over 90 minutes, without acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance beyond nonessential help from family, with ketone testing performed per plan and no backup therapy used. Investigation included review of device function based on reported alarms and performance, assessment of user troubleshooting steps, and replacement of the device. Investigation of this device revealed a reported motor stall consistent with an internal pump actuation fault that prevented the line bleed and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction related to the pump motor assembly.